Manufacturer narrative:
The device was evaluated by zoll medical corporation. Thecustoer's report was duplicated and attributed to the dock connector board. The dock connector board will be replaced to resolve the report. The device will be recertified and returned to the customer, once the repair estamate is approved. Analysis of the report of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.